Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed a loss of prime warning associated with non-zero low force on 10/13/2013. The force sensor calibration was found to be out of specification. Evaluation also revealed a crack in the battery compartment. A loss of prime issue was confirmed in the pump history but was not duplicated during investigation. (B)(6) .

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.